Event description:
Information received from the field notes that the patient reported symptoms of a low rate in the 20's. The device could not be interrogated and was therefore replaced. A follow-up one month previous showed a battery voltage of 2.44v with a measured rate of 59.8 ppm.